Event description:
It was reported that there was an alert triggered for high impedance on the right ventricular (rv) pacing lead impedance and threshold was high. It was noted that during the rv lead revision there was a setcrew issue and the lead was not fully inserted/pulled out. The lead was revised. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 693565 lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.